Event description:
Info received that the casters will lock but will swivel around. No report of injury.

Manufacturer narrative:
Technician found that the casters will lock but will swivel around. Replaced the casters to resolve this issue.